Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. After the fsr analyzed the logs, it was determined power supply 1 was failing intermittently. The fsr replaced power supply 1. The unit operated to the manufacturer's specifications. The suspect part was sent back to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'battery cannot be charged - full backup may not be available' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the team had an incident during a cpb procedure on (B)(6) 2021 . Shortly after commencing cpb, the team received a message on the ccm stating that the 'battery cannot be charged and full backup may not be available'. The team had the unit plugged in and did not lose alternating current (ac) power during the procedure. The messaging did not delay the continuation of the surgical procedure. There was no harm or blood loss due to the issue.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) used a digital voltmeter to measure between the green connector (chassis ground) and the black connector (negative). The voltage present should measure <100 millivolt direct current (mvdc). The actual reading was 129.06 mvdc which is not within specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.